Event description:
Additional information received reported that "a little reprogramming" was done on 2013 (B)(6) and the patient had improved coverage.

Manufacturer narrative:
Concomitant medical products: product ID: 37754, serial# (B)(4), product type: recharger. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2012, product type: extension. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported the patient experienced a shocking or jolting sensation. The reporter stated that on (B)(6) 2013, the patient turned stimulation on and got a jolt, which knocked the patient to the ground. It was noted the manufacturing representative had met with the patient on the day of this report. It was further noted the right lead had moved and was turned off. The reporter stated the left lead did not appear to have moved. It was noted the left lead was fine when initially turned on, but the longer the stimulation was on, the more pulling and tightness the patient got from stimulation. It was noted that the device was reprogrammed and the patient had the same outcome, but a little less severe. It was further noted that the pulse width was decreased from 210 to 120 and the patient¿s stimulation improved. The reporter stated the lead had most likely moved closer to the nerve root. It was reported that the pulse width would be kept short. It was noted there were no falls or injuries prior to the event.